Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 452353s implanted: (B)(6) 1996. (B)(4).

Event description:
It was further reported from information obtained from follow-up that the atrial lead sensitivity was decreased and it was verified on x-ray that the right ventricular (rv) lead's pin was in the header of the device. It was noted that there was nothing found to be wrong with the rv lead. The atrial and rv leads remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient stated that they have been having a ¿funny feeling¿. Noise was found on the atrial lead and the noise could be reproduced. A x-ray was taken and from reviewing the x-ray the right ventricular (rv) lead looked to be looped and it was questioned if the rv pin was inserted all the way into the header. The atrial and rv leads remain in use. No patient complications have been reported as a result of this event.